Event description:
The event is reported as: "ventilator circuits found to have areas that were melted which caused a leak in the circuit that triggered a low minute volume alarm. Pt had ventilated, circuit changed with no adverse effects." No pt injury reported.

Manufacturer narrative:
Sample has been received by manufacturer, but investigation is incomplete at this time.